Event description:
The needle was inserted in to the patient's abdomen and was unable to insufflate, the needle was removed and a different needle was inserted without incident. FDA safety report ID # (B)(4).